Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. No damage was observed to any of the pump supplies in use during the occlusion alarm and a supply change was performed to address the occlusion. The customer experienced an elevated blood glucose (bg) level of 600mg/dl ketones. Due to the elevated bg level, the customer was hospitalized. While in the hospital, the customer received treatment in the form of intravenously delivered insulin and fluids. The customer was released form the hospital 2 days later.